Event description:
Surgeon implanted a port low profile slim 6.6fr catheter. Upon connecting the catheter to the port, the tip of the catheter became shredded when applying the cap to secure the catheter to the port. Surgeon cut away damaged part and reconnected with cap to port. Port was not working when accessed. Approx. Six days later, surgeon removed right infusaport and inserted a new left port. It was noted that the catheter was not attached to the port and under fluoro the catheter was noted in left ventricle. That same day, patient went to ir to have catheter removed from left ventricle.